Manufacturer narrative:
The issue occurred in a stocked device in the philips japan sales office and was not used for therapy. The device continued operations despite the issue. The issue occurred when the user was setting the fraction of inspired o2 (fio2). The touch screen allowed the user to change the value, accept, and cancel input. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the front bezel. No other issues were identified. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from philips japan sales associate reporting a navigation ring failure occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The issue occurred in a stocked device in the philips japan sales office and was not used for therapy. The device continued operations despite the issue. The issue occurred when the user was setting the fraction of inspired o2 (fio2). The touch screen allowed the user to change the value, accept, and cancel input. The investigation is ongoing.

Manufacturer narrative:
H10: the removed front bezel was returned to the philips product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no visual issues. The pil technician installed the system navigation ring into a pil v60 standard test bed (stb) for testing. The pil technician verified that the navigation ring located on the top right portion of the front bezel did not operate as expected. In addition to the previous, with the nav ring connected to the stb during test vent operation, the navigation ring did not provide consistent increase and decrease of numerical setting choices in a linear fashion when used. The pil technician also verified that the switch panel power assembly power on button and all led¿s associated with the switch panel power assembly of the front bezel operate as expected. H11: d4 - product UDI #.